Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up and the isi customer sales representative (csr) and customer were able to get the tilepro functioning normally. No site visit was performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bk ultrasound machine was not working with the da vinci system. It is unclear if the bk ultrasound sustained a complication as to why it was not working as intended with the da vinci system. It is unknown to why the procedure was converted to an open approach. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.